Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support to perform a pump reset, which resolved the issue, and the customer successfully started their sensor session.